Event description:
It was reported that the patient received an inappropriate shock due to p-wave and t-wave oversensing via reduced intrinsic amplitudes. In a procedure to replace the pulse generator, the electrode was cut and removed. A new pulse generator and electrode were successfully implanted. There were no additional adverse patient effects.